Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the needle separated from a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, and blood leaked. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for testing and upon completion, no separation of the holder and needle was observed and all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. 2/28/2018 update: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for separation of the holder and needle with the incident lot was not observed as all product specifications were met. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for separation of the holder and needle with the incident lot was not observed as all samples met the required specifications. 2/28/2018 update: based on evaluation of the customer samples, the customer¿s indicated failure mode for separation of the holder and needle with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications.